Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
The patient reported thigh pain at the six week visit.

Manufacturer narrative:
An event regarding pain involving an accolade stem was reported. The event was confirmed from the medical review. Method and results: device evaluation and results: was not performed as the devices remain implanted. Medical records received and evaluation: a review of the medical records by a clinical consultant noted: patient had a history of regional complex pain syndromes including reflex dystrophy and was treated conservatively by the pain team under a diagnosis of neuropathic pain. No revision surgery is planned at this time and thus components remain to be in place. X-rays confirm an adequate implantation of accolade ii stem and trident cup in optimal position and stable bony ingrowth fixation. There is no radiological leg length difference, not even an apparent length difference while preoperatively present leg length and hip offset were well maintained after surgery. Patient-related factors: sensitivity for autonomous nervous system disturbance through aspecific pain triggers. Diagnosis: the fact of arthroplasty surgery independent from actual specific device in place has triggered an abnormal pain response to disturb the balance in the autonomous nervous system with chronic neuropathic pain syndrome as outcome. There is no relationship with the actual device implanted, the pain of the surgery is the trigger for the event. Device history review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review indicated there have been one other similar event for the reported lot. Conclusions: a review of the event by a clinical consultant concluded: the fact of arthroplasty surgery independent from actual specific device in place has triggered an abnormal pain response to disturb the balance in the autonomous nervous system with chronic neuropathic pain syndrome as outcome. There is no relationship with the actual device implanted, the pain of the surgery is the trigger for the event. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No futher investigation is required at this time.

Event description:
The patient reported thigh pain at the six week visit.